Event description:
In 1987 augmentation with silicone implants above the muscle. In 2006 intracapsular rupture on left side noted by MRI with tenderness. In 2007 bilateral grade 3 ptosis with grade 3 capsular contraction. In 2007 reaugmentation with full mastopexy performed with no rupture noted on left side.